Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient services (ps) warm transferred patient to drs as patient's device information was not registered yet. The patient reported that they wanted to make sure the implant was working because they had felt stimulation very strong the last day and a half or so but now they didn't feel any stimulation at all. The patient said they had been messing around with the external equipment last night but wasn't able to get connected with their implant and kept getting device not responding. During call ps walked pt through connecting with implant and the therapy was off. The patient (pt) was able to turn therapy on and adjust stimulation to comfortable level. Ps flagging call as patient said they don't know how the implant got turned off.